Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye (od) approximately twenty-one years post implant due to presumed opacification. Additional information has been requested, but not received. The patient's left eye (os).

Manufacturer narrative:
Although requested, a lot number was not provided; therefore, a device history record review was not performed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Because the lens was not returned it is not possible to determine whether the opacification observed by the physician is due to calcification or some other mechanism; however, three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a (B)(6) or pseudo-calcification in which other pathology is mistaken for calcification or (B)(6)staining for calcium occurs. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
Although requested, a lot number was not provided; therefore, a device history record review was not performed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Because the lens was not returned it is not possible to determine whether the opacification observed by the physician is due to calcification or some other mechanism; however, three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye (od) approximately twenty-one years post implant due to presumed opacification. Additional information has been requested, but not received. The patient's left eye (os).

Manufacturer narrative:
Corrected information to h6, h10/11: based on the available information, the root cause is associated with lens calcification, which is a known procedure complication for hydroview iols.

Manufacturer narrative:
One iol was returned for evaluation. The returned lens appears to be a hydroview lens; however, the part number, lot number and serial number could not be verified. Visual inspection found the lens was in two pieces. The optic had a cloudy white appearance in the center and some areas with an orange peel appearance. A chemical stain test was performed, and the presence of calcium was confirmed.

Event description:
Additional information was received indicating, approximately sixteen years post-implant, blurred vision, poor vision, and reduced visibility of the fundus were found in the patient''s right eye. Lens opacification was observed possibly by calcification. The patient was not hospitalized. The final outcome was patient recovered. This report is for the patient''s right eye (od). Please reference MDR 0001313525-2021-00163 re os iol.